Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial#: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(4), ubd: 16-may-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain/ failed back surgery syndrome. It was reported that there was an infected system. It was reported that the system was explanted, the generator and lead. Patient was implanted with new implantable system on (B)(6) 2017. Issue was reported to be resolved at time of report. No further complications were reported/anticipated. Additional information was received from the manufacturer's representative. It was reported that the battery was dead at tie of explant and unable to interrogate.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the cause of the ins battery being dead at explant was that the patient did not charge the battery prior to the procedure due to the infected pocket/incision. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.